Event description:
It was reported that the rechargeable battery melted while connected to the battery charger. Replacement equipment was sent, and no reports of patient injury are associated with this event.